Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the label was delaminated, the cable twisted and that the device failed its uplink tests. It was further noted that it passed functional testing using a known, good cable and that the device needed its cable and label replaced. The head was to be sent on for repair and reallocation. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as a trade-in device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.